Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, x-ray revealed that the inner conductor coil had a break at the distal end of the terminal pin. Reasonable evidence suggests the lead was not electrically continuous. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to helix extension issues. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.